Event description:
It was reported the motorized movements of the system were not working. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The emergency stop button was replaced during the service call. The system was tested and found to be working as intended and put back into service.